Event description:
The physician reported that the pt expired of an unk cause. It was stated that the "cause of death was unrelated to the implanted system". The medication being delivered via the device system was baclofen.